Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut down. After plugging the pump into a power source and turning it on the pump shut off again. The next day the issue occurred again. The pump shut off unexpectedly at 75%. The customer's blood glucose (bg) was impacted (361 mg/dl) with trace ketones. A manual injection was administered to address bg level. It was indicated that the customer had manual injections as alternate insulin therapy.